Event description:
It was reported that the anesthesia system switched from automatic ventilation to manual ventilation without user interaction.there was no patient harm.manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced. Man setting will open the manual ventilation valve and connect the manual ventilation bag to the breathing system. This setting will also connect the apl potentiometer to enable apl regulation via the apl/peep valve. Auto setting will close the manual ventilation valve and disconnect the manual ventilation bag. The apl potentiometer will be disabled and the apl/peep valve will be controlled via the peep setting on the control panel. The device's logs were received and evaluation of the events log revealed multiple changes from automatic to manual ventilation. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's reference number:(B)(4).